Manufacturer narrative:
Zimvie complaint number: (B)(4). D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implant was removed due to implant had fractured. Bone loss was also reported. Had 7mm probing depths around. It was removed and puros graft was placed. Tooth number19.